Event description:
Additional information reported indicated that the code received was unknown. The manufacturer verified that the code could be cleared and the device implanted. It was explained that the power on reset is sometimes seen when the neurostimulator comes into too close proximity of electro magnetic interference during shipping or storing. The code was cleared but the device was not implanted. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that a power-on-reset (por) message was seen on the external recharger after an attempt to recharge a non-implanted neurostimulator. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)